Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting indicated that the insulin cartridge was inadvertently filled with air resulting in the blood glucose event.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 29.8 mmol/l with achiness, cramps, and symptoms of dehydration related to no insulin dispensing during prime. During a review of the event, it was determined that the cartridge was inadvertently filled with air. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of inserting a cartridge filled with air.